Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were two similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon went to impact the 50mm tritanium cup into the patient when the magnetic tip of the direct anterior cup inserter got stuck onto the cup. We ended up having to open up a new cup to impact in the patient.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was not confirmed. Method & results: not performed as device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been two other events for the lot reported. The exact cause of the event could not be determined as the product was not returned for evaluation. If the devices/additional information becomes available, this investigation will be re-opened it has been confirmed that this event is within the scope of a CAPA. The results of the CAPA show that there was insufficient assembly instructions and the personnel involved were new to the product and did not have much experience with it.

Event description:
Surgeon went to impact the 50mm tritanium cup into the patient when the magnetic tip of the direct anterior cup inserter got stuck onto the cup. We ended up having to open up a new cup to impact in the patient.